Manufacturer narrative:
A review of the device history record was not possible as the lot number reported was unknown. The device was not returned to manufacturing site for evaluation however a video was provided by the customer. A review of the video shows evidence that a leak occurred between the cross spike and the tubing. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the infusion was going to start, nutrition leaked from the periphery of the device's distal line.